Event description:
Post generator connection to leads, parameters were not checked - patient was in sinus rhythm at heart rate of 90bpm. That evening the patient ECG monitor showed 2:1 block with no pacing spike. On interrogation both leads showed impedance out of range in both unipolar and bipolar. The next day the leads were disconnected from the device and connected to a psa where all impedance and sensing parameters were within range. The device was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was visually inspected revealing no anomalies. The memory content was analyzed, revealing out of range impedances and a lead failure which was detected on (B)(6) 2024 at 07:54 pm. However, there was no indication of a device malfunction. The battery status showed 100 percent. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. Further, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.